Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m-58 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the atrial lead exhibited noise oversensing, which lead to the device inappropriately mode switching. The atrial sensitivity was reprogrammed, and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.